Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction..

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient returned to the hospital following implantation of a new system and the pocket was found infected. The system was explanted and replaced. During the explant, a raytec sponge was discovered in the pocket, left from the first changeout. The patient did not have any complications during the extraction. The patient remained in the hospital and passed away three months later. The system was not the cause of the death.